Manufacturer narrative:
Reference ID: (B)(4). The digital diagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis and concluded that the detector was dropped by the user causing artifacts in the image quality. The original clinical image showed no errors. However, test image transfers were consistently corrupted and had errors. The detector failed its self-test and gain calibration. Thus, it was concluded that the detector shall be replaced upon confirmation by customer.

Event description:
It was reported the detector on the table bucky gave a white noise. The device was in clinical use and there was no patient or user harm. Additional information received confirmed that the detector in the table bucky was dropped resulting in artifacts or white noise in the images.